Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient has not voided or had a leak since leaving the hospital yesterday after the procedure. The patient was redirected to the healthcare provider (hcp).